Manufacturer narrative:
H3 other text : third party service.

Event description:
The manufacturer received information that a ventilator that was returned to a third-party service center for service, had a ventilator inoperative condition occur. No harm or injury was reported. The devices system board and blower will need replaced to address the issue.